Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother stated the patient experienced a skin reaction five days after the sensor was inserted. A photo provided by the patient shows a shiny, wet, pale red rash over the entire sensor patch location with tiny, fluid-filled blisters covering most of the area. She stated that he used ¿barker cream¿ (presumed to mean barrier cream) prescribed by his physician but still has the bad reaction. No additional patient or event information is available.